Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a catheter in two segments were received. Visual, microscopic, tactile and functional testing were performed. A complete circumferential break was noted to the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. Two longitudinal splits were noted throughout the distal catheter segment. Upon infusion, a leak from the longitudinal split on the catheter was observed while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and fluid leak as objective evidence was provided for review. However, the investigation is inconclusive for the reported aspiration difficulty as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter section was allegedly found torn longitudinally about one-fourth inch in length upon removal. It was further reported that the blood was allegedly difficult to be aspirated. Furthermore, the port allegedly leaked and it was found that the patient reportedly experienced extravasation of fluid leak under computed tomography examination. Reportedly, the defective port was removed and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter section was allegedly found torn longitudinally about one-fourth inch in length upon removal. It was further reported that the blood was allegedly difficult to be aspirated. Furthermore, the port allegedly leaked and it was found that the patient reportedly experienced extravasation of fluid leak under computed tomography examination. Reportedly, the defective port was removed and replaced with a new port. The current status of the patient is unknown.